Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose level was 600 mg/dl. The customer was put on IV drip, checking blood sugar every hour, insulin drip at 8 units per hour, then decreased to 2 units. The customer was take her off drip and put her on levemir sliding scale. The patient was admitted at (B)(6) hospital on (B)(6) 2014. The customer was wearing the insulin pump in time of 911 call. The customer will call back to test insulin pump when it is available. The customer was informed that she need to have tubing clamp, programing information, insulin and set change for testing.